Event description:
I received the essure tubal coils from bayer in 2010. Soon after I started having symptoms that changed how I lived my life. I have vertigo, nausea, sharp pains in my abdomen to the point of dropping me to my knees, pain and bleeding during sexual intercourse, metallic take in my mouth, severe bloating, extreme fatigue...and probably some other I may have left out. I waited and explored possibilities with my physician for over a year but by year 2 I couldn't live with it anymore and we have exhausted al other options. My doctor agreed to remove the essure device he himself placed to alleviate my pain. This occurred in late 2012 and I couldn't be happier. All of my symptoms are gone. He saved my life. These devices are causing harm to so may women and they shouldn't be allowed to profit from our suffering any longer! Please ban these devices!